Manufacturer narrative:
The reported oad was received at csi for analysis. Adhered biological material was observed on the driveshaft, however no additional damage was observed. The morphology and root cause of the adhered material is unknown. When tested, the oad functioned as intended and spun at all speeds with no issues noted. The report that the oad stopped spinning and that a dissection occurred was not confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The instructions for use for the reported device state that use of the oas is contraindicated when "the patient has angiographic evidence of significant dissection at the treatment site." (B)(4).

Event description:
A heavily calcified, tortuous lesion in the mid left anterior descending artery (lad) was primary wired with the viperwire guide wire with no issue noted. An intravascular ultrasound (ivus) catheter was unable to advance. The lesion was then treated with 8-10 passes of the diamondback coronary orbital atherectomy device (oad). During treatment, the oad stopped spinning. The oad was reset, however the same issue occurred. The saline level and power source were checked but no issue was observed. Following removal of the oad, ivus was performed and a dissection was observed. A stent was inserted and the patient was doing well post-procedure. Per the opinion of the physician, the dissection may have been present prior to the procedure based on angiography.